Event description:
Reported by dr. That for approximately 6 months he has been using the taxus express2 drug eluting stents from boston scientific and he would like to refer to a considerable problem from the point of view of an interventional working physician. The placement of the stent as well as the withdraw of the balloon after the stent implant is very difficult. As the withdrawal of the balloon catheter is often only possible using considerable forcemakes it necessary that we withdraw the balloon together (at the same time) as the guiding catheter, to avoid any vessel damage. The other two interventional working physicians at our 1000 bed hosp do confirm this problem to me. They are experiencing exactly the same problem. It seems to use that the carrier balloon is causing this problem.